Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("the insert had migrated in uterine tube without perforating it") in an adult female patient who received essure. The patient's past medical history included gravida ii and parity 2. The patient had no previous c-sections or spontaneous/ elective abortions. She hasn't had any previous gynecological interventions. The patient was not breast-feeding at time of insertion. There were no abnormal uterine findings prior to insertion. First day of last menstrual period before insertion was (B)(6) 2016. On (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (laparoscopic essure removal on (B)(6) 2017 was to be done). At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: on (B)(6) 2016, essure was inserted under general anesthesia. The insertion was considered easy, as well as the visualization of tubal os. The fluid loss during the procedure was not greater than 1500 cc and the procedure did not take more than 20 minutes. The patient had no complaints immediately after insertion. The insert was in correct position during the procedure, 4 trailing coils in the cavity on the peri-op photo. No organ or intra-abdominal structure perforated. Patient had no symptoms. The essure removal procedure is considered medically necessary. Removal method described: laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: ultrasound scan result was migrated in uterine tube without perforating it. On (B)(6) 2016: nuclear magnetic resonance imaging result was essure migration; no tubal occlusion confirmed. Initial ultrasound then MRI. The distal extremity of the insert was in the proximal portion of the uterine tube, in the intramural segment of its trajectory. The left essure had migrated in uterine tube without perforating it. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-feb-2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 1004 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and the insert had migrated in uterine tube without perforating it. Laparoscopic essure removal was scheduled. The event is anticipated according to the reference safety information for essure. In the present case, the insertion procedure was easy and according to the physician there were 4 trailing coils in the uterine cavity immediately after insertion. Ultrasound performed 5 months after insertion showed the device migrated in uterine tube without perforating it. A nuclear magnetic resonance later confirmed essure migration. The distal extremity of the insert was in the proximal portion of the uterine tube, in the intramural segment of its trajectory. The exact time point of the migration is unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury reported, and since device removal is planned. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.